Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia despite no pump alarms and no evident infusion set leaks, and was guided through an infusion set change and advised to verify with a fingerstick; subsequent follow-up indicated glucose levels were decreasing. Symptoms included elevated blood glucose without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear and no device alarm or hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.